Event description:
Five days following insertion of a trapease inferior vena cava filter, this pt suffered a retroperitoneal hemorrhage. The pt is a female. In 2004, the pt was hospitalized in the orthopedics department for a lumbar vertebra fracture and was placed on bed rest. The next day, the pt began having breathing difficulties, and a cat scan (CT) of the chest was performed and diagnosed a pulmonary thromboembolism. The thrombus was suspected to have come from the right main pulmonary artery and the left inferior pulmonary artery. It was confirmed that the pt had hypertrophy of the right ventricle by an electrocardiogram and an echocardiograph image. The physician suspected a deep-vein thrombosis (dvt) and immediately injected tissue plasminogen activator (tpa). Three days later, a trapease vena cava filter was placed in the pt. The pt was not on anti-coagulation therapy prior to filter insertion. The vena cava measured approx 20mm in diameter. The product was properly prepped and inspected prior to insertion. The physician used a jugular vein approach to access the pt. The filter was placed just below the renal vein, with no difficulty. There was no reported injury to the pt. The pt was treated with anit-coagulation medications urokinase, heparin and warfarin after the procedure.

Manufacturer narrative:
In 2004,the pt's blood pressure was suddenly decreased to 70 mmhg and hb was 4.1 g/dl. The pt went into hemorrhagic shock. A CT scan was performed and a large hematoma was discovered in the retroperitoneal space. The physician believes that a barb of the trapease filter had perforated the inferior vena cava. The pt underwent a blood transfusion, and anti-coagulation was stopped. The pt was placed on complete bed rest. After a few weeks, the hemaltoma healed naturally. Three weeks later, the pt was discharged from the hospital in stable condition and placed on aspirin tablets. A CT scan confirmed that the hematoma was resolved. In 2005, the pt returned to the hospital complaining of shortness of breath and chest pain. The pt was hospitalized with cardiac arrest. The pt was placed on warfarin and aspiring because of suspicious of a secondary pulmonary embolism. Ten months later, the pt was re-hospitalized with a secondary pulmonary thromboembolism. In 2006, the pt had broken her femoral head and underwent surgery two days later, the followig month, the pt was re-hospitalized with cardiac arrest. The pt was transferred to another hospital. Two months later, the pt expired from cardiac arrest. As per the reporting affiliate, the physician notes that the pt death was unrelated to the trapease vena cava filter. The product will not be returned for evaluation and testing. Add'l info will be forthcoming within 30 days upon receipt.